Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Please reference manufacturer report number: 2015691-2020-13059. The product was not returned for evaluation. Review of procedural imagery provided by the site showed the liner appeared to be delaminated as the c-marker appeared pulled to the middle of the sheath shaft. Based on the imagery the liner delamination was confirmed, however there was no evidence of a liner torn on the imagery provided. A device history records (DHR) review was unable to be conducted as the lot number was not provided. A complaint history review revealed similar complaints; available information suggest that patient factors and procedural factors contributed to the similar events . The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for sheath shaft liner torn was unable to be confirmed by the provided imagery. However, the complaint for sheath distal tip liner delamination was confirmed. Based on available information, no manufacturing nonconformities were identified. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. There is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified. As per the complaint description and case notes, ¿on deployment the balloon ruptured¿ and ¿the balloon burst delivery system was removed from patient through the sheath, with much force¿. An altered burst balloon profile may have led to the withdrawal difficulty of the delivery system, resulting in excessive proximal force to overcome the interference between the burst balloon and sheath liner. This excessive manipulation may have led to a damaged liner (tear and/or delamination) as described by the site as ¿the sheath tearing and turning inside on itself¿. Available information therefore suggests that procedural factors (withdrawal of a burst balloon/excessive manipulation) contributed to the event. As no manufacturing non-conformance or labeling/IFU/training inadequacies have been identified. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13059. The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach the delivery system balloon ruptured. The valve was implanted successfully and with a bav the valve fully expanded. Upon removal of the ruptured delivery system significant resistance was encountered resulting in the ¿sheath tearing and turning inside on itself becoming accordioned.¿ an angio catheter was used to straighten the sheath with a stiff wire to remove it. No patient injuries were reported. The patient was doing well post procedure.

Manufacturer narrative:
UDI:  (B)(4).